Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing. Technical services (ts) stated that the noise could have been a result of a medical procedure or electromagnetic interference (emi). Additionally, false positive pacemaker mediated tachycardia (pmt) episodes were stored. No adverse patient effects were reported. This crt-d remains in service.